Event description:
A report of an incident has been received reporting an end user having problems with her on and off button on her joystick. No further information has been received on this incident. There is no report of any ill effect. The product is not available for evaluation.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The model is unknown, the serial number/date code is unknown. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.